Manufacturer narrative:
(B)(4). D10: item# unk glenosphere; lot# unknown. Item# unk bearing; lot# unknown. E1: full establishment name -(B)(6). G2: literature - hamad, c. D., golzar, a., sridharan, m., kendal, j., brown, d. E., trikha, r., sekimura, t. K., fice, m. P., christ, a. B., bernthal, n. M., & wessel, l. E. (2025). Reverse total shoulder arthroplasty demonstrates improved functional outcomes and equivocal midterm survival compared to hemiarthroplasty following oncologic reconstruction in proximal humerus replacement. Journal of shoulder and elbow surgery. Https://doi.org/10.1016/j.jse.2025.10.008. H6: proposed component code - mechanical (g04) stem. Attempts have been made to gather product ID information and no further info is available. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a journal article was obtained that reported a single-institution, retrospective study from united states. The purpose of the study was to evaluate functional outcomes, implant survivorship, resection length, and stem-to-resection length ratio in patients undergoing oncological proximal humeral replacement with either a hemiarthroplasty, or reverse total shoulder arthroplasty with either a endoprosthesis or allograft-prosthesis composite (apc) reconstruction. In the rtsa group, the article reported one patient with failure modes of henderson type 4 (infection). No further discussion or information regarding intervention or outcome was provided. Attempts have been made and no further information has been provided.